Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, that the patient, who had previously received a lens implant in the paired eye, was experiencing poor vision at medium and short distances, despite good distance vision (0.9). Upon slit-lamp examination, the doctor observed that the implanted lens lacked the central element (elevation). This raised suspicion that a standard another model company lens was implanted instead of the intended company model lens, leading to the compromised visual performance. Additional information received and stated that the patient has undergone yttrium aluminum garnet (yag) laser dissection of the posterior capsule and according to the surgeon the reimplantation was impossible as the patient leads a ordinary lifestyle.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).